Event description:
Healthcare professional reported device was removed after 35 months of service life. The valve had been implanted in a pt on the right side of the heart and was replaced due to calcification.